Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord and gemstar pump were returned to the pharmacy department from the labor and delivery unit with a report of "no signal" when the bolus button was pressed. The customer contact indicated that the device was to be used to deliver an unspecified pain medication. No specific patient information, pump programming, or event details were available; however, the customer contact indicated that there was no reported change in the patient's clinical status and no reported delay of therapy critical for this patient. No medical interventions were reported. During testing at the user facility, it was reported that after the button on the bolus cord was pressed, a dose was not delivered. Though requested, no additional information was provided.